Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This was a late report by the sales consultant. Event happened on (B)(6) 2021. The actis broach ripped off as surgeon was backing out the trial stem. Case was delayed due to no extraction device to hook into the trail. Delay was approximately 25 minutes. Surgeon had to burr out a window of bone to loosen the trial and once it was out we continued the case.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.